Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that during a cataract procedure, it was difficult to make an incision with the slit knife. He was able to complete the incision using the same knife and there was no patient harm. The product sample was retained. Additional information was requested, however, none was provided.

Manufacturer narrative:
The custom pak lot specific to this event was not known; therefore, lot history and device history records (DHR) reviewed are not possible.the root cause of the customer's complaint was not known as the product sample was not returned for investigation.(B)(4)

Manufacturer narrative:
The custom pak lot specific to this event was not known; therefore, lot history and device history record (DHR) reviews were not possible one opened slit knife was received in it's original packaging. The initial visual inspection of the knife was unable to confirm the customer's complaint of bluntness of the knife. The sample was sent to the supplier for a more thorough investigation. The supplier confirmed the knife tip was damaged. Though a definitive root cause could not be determined in the lab, the most likely root cause of the customer's complaint was an error that occurred during the supplier's packaging and placement of the knife in the it's carrier. (B)(4).